Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-jul-2025, the clinical diabetes specialist (cds) reported that on (B)(6) 2025 the user experienced a low blood glucose (hypoglycemia) of 55 mg/dl. During a follow-up call, the user confirmed they went to bed with high blood glucose and, due to announcing a "less than" meal bolus, received an aggressive correction bolus. The partner gave the user a coke, which brought their blood glucose back into range. The user has since adjusted insulin delivery settings and reported improved glucose control.